Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where they mentioned infusion set cannula was kinked and they faced high blood glucose which was treated using correction injection via mdi on (B)(6) 2026.